Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the that the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings could not be duplicated. However, during the device evaluation ventec did observe a device issue that resulted in higher than expected fio2 delivery. While high fio2 delivery alone does not meet reportability requirements, as the issue would not be likely to cause or contribute to death or serious injury if it were to recur, the device issue observed could potentially result in low fio2 delivery as well. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. Based on the information available, it's reasonable to conclude that the likely cause of low fio2 readings was the ift.